Event description:
The user reported that the patient had a cardiac tamponade after an ablation procedure was performed. The product (ns7tcbl174hs) was connected with a generator made by another company (cable it) and the physician performed ablation in the patient's heart. Physician reports that the event was possibly procedure related. Medical intervention administered was drainge of the pericardial space. It was reported that the patient is conscious and is in stable condition. The prognosis of the patient was reported to be excellent.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar diagnostic/ ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart." The physician evaluated the severity of the cardiac tamponade as mild and therefore, he though that he doesn't need to report this case. However, the physician reported this case along with the occurrence of another event of cerebral infarction. As a result there was a delay in submitting this MDR.